Manufacturer narrative:
(B)(4).

Event description:
Reportable based on the device analysis of the related burr complaint MDR ID: 2134265-2018-07191. A rotawire was received with no known issues. However, device analysis of the related complaint revealed that the rotawire was unable to be removed from the rotaburr.

Event description:
Reportable based on the device analysis of the related burr complaint MDR ID: 2134265-2018-07191. A rotawire was received with no known issues. However, device analysis of the related complaint revealed that the rotawire was unable to be removed from the rotaburr.

Manufacturer narrative:
Updated device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the device was returned for analysis. The device came stuck inside a catheter and the advancer of the rotalink corresponding to the complaint tw (B)(4). It presents a couple of kinks on its body (approximately at 134.5cm and 173.5 cm). It's distal tip is not visible, it is inside the catheter. The overall approximate length is of about 319cm considering the catheter, which reflex the device is broken at its distal end. Dimensional inspection of the overall length, outer diameter (od) of the distal tip, middle and proximal section of the device could not be performed because of the condition of the device. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).